Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were going to urinate every 10, 15, 20 minutes and that they were only going small amounts. The patient reported that when they finished urinating they had a sharp pain that went from their pelvis to their chest; they stated that it almost felt like menstrual cramps but they knew it was not because they had not had their period in 2 years. The patient had been on program 3 and they increased stimulation and were currently on program 4 at 3.0. The patient had called their health care physician (hcp) who had told them to see if patient services could do anything to resolve before making an appointment. While on the call, the patient changed to program 1 at 3.7 and then program 2 and they felt pulsing/twitching near the stimulator (right cheek,) not the pelvic floor. The patient was going to try programs 1 and 2 and follow up with their health care physician (hcp) if needed. Patient services reviewed the option of turning the stimulation off to see if that helped with the pain. The patient stated that they had called in the past where they had been urinating more frequently. The patient had been referred to the hcp/manufacturer representative (rep) and they had seen the rep in the office who suggested changing programs more often. The patient started changing programs every 3-4 months and did not report any issues until now. The patient was redirected to follow up with their hcp if the issue was not resolved by stimulation adjustments. There were no further complications reported.